Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, while applying the mesh, the first tackers fired, but then the device stopped and no more tacks were able to come out. Effectively the tacks were disengaged from the patient's tissue together with the mesh that was being fixed for hernia repair. Others when fired from the device fall into the cavity without the necessary force to adapt it in the fixing of the mesh. The material that was recovered from the abdominal cavity were the tacks that are used to fix the mesh, which were recovered with suction cannula or fluid aspiration. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the tube shaft was bent. The device was fully fired. Functionally, the handle could be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.